Event description:
A caller reported forgetting to attach a new cartridge while loading the insulin pump. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who guided her through completing the load process with the empty cartridge before starting a new load with the correct cartridge. The issue was identified as user error, and the system was confirmed to be functioning properly. Customer education was provided, and the caller successfully resumed insulin therapy with no further assistance needed.